Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H3b: evaluation included - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was low (she couldn´t remember the exact number displayed). After noticing the low reading, the patient continued drinking orange juice to try to raise her blood glucose to a normal level. The patient did not perform a manual bg reading for comparison. The patient didn't experience any symptoms. However, after a few minutes, the patient the cgm reading remained low. The patient then called 911 on the same day, (B)(6) 2025. When the 911 medical staff arrived, they took a bg reading which was 600 mg/dl. The patient was taken to the hospital, around 12:00 p.m. They arrived at the hospital after about 10 minutes. Upon arrival at the hospital, the emergency room medical staff took a bg reading which was still high, although the patient couldn´t recall the exact reading. Her dexcom receiver still showed a low reading, but she cannot remember the exact value on the receiver. The medical staff provided medication, but the patient cannot recall the name of the medication. The patient stayed in the hospital for four hours and was discharged later that same day, (B)(6) 2025. She was feeling fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.